Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a maverick2 monorail balloon ruptured. The lesion being treated was located in the average tortuous and 90% stenotic distal right coronary artery. The 2.00x15mm maverick2 balloon ruptured at 10atms on the second inflation when the physician attempted to dilate the lesion. St elevation was observed when the balloon ruptured. Nicorandil was administered and it settled down. The device was removed from the patient intact. The procedure was successfully completed with the deployment and post dilation of a liberte stent with another 2.00x15mm maverick2 balloon. Patient status is listed as "fine."

Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact cause of the difficulties experienced during the procedure could not be determined.